Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that would no longer inflate. The ipp was explanted, and the tubing was broken between the cylinder and pump resulting in a fluid leak. There were no patient complications reported.